Manufacturer narrative:
Product was not returned to bwi for analysis, therefore no investigation was conducted. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto xp system us catalog #: fg-4700-00, serial #: (B)(4); stockert 70 system, us catalog #: s7001, serial #: (B)(4); cool flow pump, us catalog #: cfp002, serial #: (B)(4); boston scientific deca polar catheter (reprocessed device). (B)(4).

Event description:
It was reported that during an ischemic vt ablation procedure, it was noticed that the patient's heart rate increased and the blood pressure decreased. A trans-thoracic echo was performed and a pericardial effusion was confirmed. A pericardiocentesis was performed extracting approximately 800 cc's of blood from the pericardial space. However due to reversal of anticoagulation during the event a clot was formed in the pericardial space and it was compressing the right ventricle. An attempt to remove the clot was made unsuccessfully and an additional 100 cc's of fluid was removed. The patient was taken to surgery to repair the perforation and remove the clot. The outcome of the event was reported as fully recovered with no residual effects. It was stated that the patient was doing well after surgical repair and expects a full recovery. The physician opinion regarding the causality of the perforation stated that a steam pop may have occurred during ablation but did not feel that it was an issue with the catheter; it was identified as possible procedure related. The patient had an aneurism in the left ventricle. The patient was stable after surgical repair.